Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had reservoir area was damage and piece chipped away and left right arrow button and back button are stickier to press. Customer stated that he blood glucose was classic pre meal blood glucose and has always been like that, and no need to troubleshoot for blood glucose, did not want to trouble shoot for the damage to the pump. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will not be returned for analysis.